Event description:
During a right tfn procedure, surgeon tried to insert the tfn lag screw two times before the screw would pass through the nail. The lag screw was finally inserted on the third attempt and locked in. Construct instruments involved: aiming arm, insertion handle, connecting screw, compression nut, trocar, wire guide, blade guide sleeve, nail, fixation screw. The surgery was completed with no further incidents. This is 6 of 9 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned devices were assembled together and there were no misalignment or assembly issues. A known good lag screw, (B)(4), lot 6538897, was inserted and aligned properly as intended during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
The DHR was reviewed and (B)(4) was found on p/n 357.381, lot#4512720 for nicks on two supplier parts. The two parts were reworked, inspected for nicks 100% and accepted. This nonconformance would not contribute to the complaint condition. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.